Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and verified that system keeps restarting. Upon troubleshooting fse found intermittent image processing pc (ippc) issues which got resolved by restarting the system and found intermittent hdd issues in host pc. To resolve the reported issue, the fse se replaced host pc and hdd. After replaced the host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the device continuously restarts. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.